Manufacturer narrative:
(B)(4). Batch # p55h60. The analysis found that one psee60a device was returned with no apparent damage and with an ecr60d cartridge reload present. The cartridge was received unfired. In addition, a cartridge pan was found lodged inside the channel. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy, the cartridge was stuck in the middle of the jaws and could not be loaded completely at the third firing. The manual override lever was used since the doctor thought the knife was not returned to the home position, but the lever did not move. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.